Event description:
Pt. Undergoing laparoscopic cholecystectomy. The device, endo catch bag, was used to contain the specimen. As the bag was being removed from the patient, it tore, spilling gall stones in to the abdominal cavity. The gall bladder was intact in the bag. The rup was irrigated and suctioned clear and the bag pieces were removed from the cavity as well. Comparison of the torn bag and pieces to a complete bag was done as well to ensure no remaining bag pieces remained in the patient.